Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during pre-use check, the display was dark. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported e/c 100b and e/c 1111 issues. The manufacturer¿s international service technician replaced the oxygen flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The broken / damaged u1 sensor created the 1111 and 100b error codes